Event description:
It was reported the doctor had pierced the breast and was attempting to take samples when the cutter would transition up to the sample notch but not cut through to the end of the sample notch to the tip. The doctor decided to abort the case. No patient consequence was reported.